Event description:
It was reported that two weeks after the initial inflatable penile prosthesis (ipp) surgery the patient experienced an infection in the scrotum. The physician performed a visual inspection and a surgery was performed in which the ipp was removed and replaced with a tactra. There were no device issues, the physician believes that the device did not contribute to the infection and the cause was that the patient was mismanaging his diabetes. Antibiotics were prescribed to treat the infection and the patient is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.